Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with endophthalmitis in the right eye approximately two days post routine uncomplicated lens implant. The patient presented normal with minimal inflammation on day one post-op, but with intense and vitreous cell and pigment on day 2. Visual acuity was reduced to count fingers and was sent for vitrectomy with intraocular antibiotic injection. The current prognosis and treatment was reported as undetermined, responding well to antibiotics and under the care of retinal specialist. No information was provided on the lens model and/or the inserter model used during this procedure.

Manufacturer narrative:
The device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. A batch record review was performed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.